Manufacturer narrative:
Blade fit easily into two mdu's magnification confirms galling at the distal tip of the inner and within the cavity of the outer blade as well as down the shaft of the inner. Shafts do not appear to be bent. CAPA (B) (4) has been opened to address "blade quality issues". Lot number provided is not a valid lot, therefore, a DHR cannot be completed. (B) (4).

Event description:
Surgeon started to use instrument and it was screeching (which we knew was not normal) stopped using the hand piece immediately; noticing fine metal particles/filings in the patients knee joint within the field of view. The surgeon commenced irrigating the knee and sucking out the fluid and metal filings/particles many times, irrigated until metal filings/particles reduced in number, but particles could still be seen in the knee joint. The procedure was finished by using manual instruments. On examining the blade after the procedure, it was noted that the center part of the shaver insert had grooves on it.